Event description:
Info received indicates the trendelenburg function is inoperable on the bed.

Manufacturer narrative:
The technician found the plastic pull knobs for engaging the trendelenburg function were missing. The technician replaced the knobs to repair the bed.